Manufacturer narrative:
Additional info has been requested. Without a lot number a device history record review can not be requested at this time. Synthes is unable to provide the date of manufacture without a lot number or device provided. The investigation could not be completed, no conclusion could be drawn, as no lot number was provided and the subject device was not returned.

Event description:
Pt implanted with pangea construct level l2 - l5 returned to surgeon for a follow up visit. An x-ray showed the rod pulled out of the cap at l4 - l5 right side. Pt was revised to a larger rod and new caps. During revision surgeon noted the original screws were tight in the bone. This is one of four reports for this event.